Event description:
The patient reportedly experienced intermittencies between the cochlear implant and external equipment followed by a loss of lock. External equipment was exchanged. However, the problem was not resolved. A company rep met with the patient to perform device evaluation. Testing performed showed that the device was not functioning. Surgery to explant the patient's device will be scheduled.